Event description:
Pt to ultrasound at 1355 for thoracentisis. Tpn bag has >/= 500cc fluid in it. Running at 104 cc/hr. When arrived to ultrasound at 1400, pt code called. Tpn noted to be empty. Settings retrieved and correct at what was there when pt left the floor. Amount in 824 cc which would also match the rate. Door wasn't opened until machine beeped bag was empty.